Manufacturer narrative:
(B)(6). Device has not been returned.

Event description:
A report was received that the patient underwent an explant procedure due to loss of therapy.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
A report was received that the patient underwent an explant procedure due to loss of therapy.

Manufacturer narrative:
(B)(6). Analysis of sc-1132 (sn (B)(4) revealed that the returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent an explant procedure due to loss of therapy.